Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 286 mg/dl. The customer's mother stated that button got stuck down after she tried to enter carbs and number kept scrolling. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The up arrow button on the insulin pump had intermittent response due to corroded keypad traces. No button error alarm or unexpected numbers ramping/scrolling were noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window and reservoir tube window.